Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, the unit would intermittently restart at power on. There was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: the sensor board was tested and no failures were identified. The error code 4 could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, the unit would intermittently restart at power on. There was no patient involvement.

Manufacturer narrative:
.